Manufacturer narrative:
The patient re-contacted animas on 05/20/2014 reporting that the keypad was torn.

Manufacturer narrative:
Follow-up #1 date of submission 08/11/2014-device evaluation: the pump has been returned and evaluated by product analysis on 07/31/2014 with the following findings: the display is dim and pink. There was no damage or peeling to keypad. The battery cap is missing and a used test cap for all steps. The ok key is intermittently unresponsive and the down, up and contrast keys respond properly. Removed the keypad and found contamination under the all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.